Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the technician was testing the flower shape but when the slider was pushed into flower position, the catheter remained in basket shape. Then the wire was removed, and redeployment was tried, and it became stuck in the handle. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.